Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation. The atrial fibrillation caused vt and vf therapies to be delivered. The device was reprogrammed. The patient condition was good.